Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a delayed keypad response. The opportunity to determine component causality was lost. The device will be required to meet all calibration and testing specifications prior to release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a delayed keypad response. No additional information is available.